Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump went black. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated the other blood glucose value was 100 mg/dl, 180 mg/dl. Customer declined for blank display. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. The insulin pump will not be returned for analysis.